Manufacturer narrative:
Through this complaint investigation, it was determined that a duplicate medwatch submission exists. Reference medwatch report number 3015876-2015-01171.

Manufacturer narrative:
The customer advised physio-control that they have not decided if they will proceed with repairs or replace the device. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device would no longer power on completely. The customer did not have another battery for testing. The reported issue was not related to any patient use.